Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis. Beginning on the day of onset, the patient was treated with ceftazidime (1 gram, once daily, route and duration not reported) and cefazoline (1 gram, once daily, route and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. On an unreported date, the patient was treated with heparin injection 1000 milligrams per bag intraperitoneally (specific frequency of bags, and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was reported to be doing well and the peritoneal effluent fluid was clear. Antibiotic treatment was reported to be ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.